Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not able to get coupling bars shaded. The patient said they were in the hospital and they forgot to bring her device so she hadn't charged the ins for 5 days. The caller also stated the patient last felt stimulation 10 days ago and contradicted the earlier report by stating they last charged 10 days ago. The patient repositioned the antenna over the ins and turned the antenna dial through all 4 positions. The caller reported getting 6-8 bars shaded and the issue was resolved. The implant was showing 50% charge and the recharger was 100% charged. The patient stated that she fell and hurt her leg and asked if the stim could be helping her leg. The patient stated that she didn't have her programmer with her and was going to look for it. The nursing called back later to get a replacement programmer for the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient had increased pain.